Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed through this evaluation as no log files were submitted for review. A direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient's outcome could not be conclusively determined through this evaluation. It was reported that the patient was implanted on (B)(6) 2020 and had a complicated post-operative course that included multiple episodes of gastrointestinal (gi) bleeding, progressive right ventricular (rv) failure requiring inotropic therapy, and hepatic cirrhosis with associated complications. The night before the patient expired, continuous renal replacement therapy (crrt) was stopped due to worsening hypotension and inability to tolerate therapy. The patient¿s family decided to transition to comfort care, and the patient¿s implantable cardiac defibrillator (ICD) and pressor support was turned off. The patient started having low flow alarms, and the lvas was turned off. The patient then passed away on (B)(6) 2021. The device reportedly functioned as expected, and the death was not considered device-related. The pump was not returned for evaluation. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Bleeding, right heart failure, hepatic dysfunction, renal dysfunction, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 (under ¿right heart failure) also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 1 "introduction" provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook, rev. C, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this complaint.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been admitted on (B)(6) 2020 and had upper endoscopy done on (B)(6) 2020. Gi bleeding was not confirmed. Per transesophageal echocardiogram (tee) on (B)(6) 2021, with heart pump from another manufacturer in place, mild rv dysfunction was seen. The patient was then implanted with heartmate 3 lvas on (B)(6) 2020 and experience a complicated post-operative course including multiple episodes of gi bleeding, progressive rv failure requiring inotropic therapy despite lvad presence, and hepatic cirrhosis with associated complications. The patient continued to decline and expired on (B)(6) 2021. It was reported that the device operated as expected and the cause of death was not lvad related.

Event description:
It was reported that the patient's post-operative course included multiple episodes of gastrointestinal bleeding, progressive right ventricular failure requiring inotropic therapy despite lvad presence, and hepatic cirrhosis with associated complications and the patient continued to decline. The night before patient expired, his continuous renal replacement therapy (crrt) was stopped due to worsening hypotension and inability to tolerate therapy. Family decided to make him comfort care. ICD and pressor support was turned off. Patient started having low flow alarms, his lvad therapy was turned off on 5:13 pm and expired and was pronounced deceased at 5:17 pm on (B)(6) 2021. Lvad function as expected. Cause of death not lvad related.